Event description:
Customer reported damage to the pump housing and usb port, affecting the ability to charge the pump, though it did not lead to a shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, advised the customer on transferring pump settings and connecting their continuous glucose monitor to the new pump, and instructed on returning the damaged pump to avoid charges. Customer opted to continue using the current pump until the replacement arrived.